Event description:
The customer reported the ventilator was alarming due to no oxygen available. The customer reported the ventilator was not in use, therefore there was no patient involvement. An oxygen not available alarm alerts the user to an oxygen supply pressure out of range and/or flow sensor or pressure sensor calibration failure. The ventilator discontinues oxygen support. Loss of the oxygen source can be detrimental to a patient if in use. The manufacturer's field service engineer was unable to duplicate the reported problem. The service engineer reported during testing the unit alarmed when oxygen was disconnected and cleared when reconnected. Applicable final testing was performed and passed.